Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2016. A hysteroscopy was performed post ablation and a perforation with blanching was visualized at the patient's fundus. There was no injury to the bowel. The patient was admitted into the hospital and administered antibiotics. It is unknown if other intervention was required. The patient was discharged the following day on (B)(6) 2016.